Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was seen in clinic for a routine follow-up visit. It was observed that a sudden increase in the impedance measurement was observed and was greater than 3000 ohms. Additionally, the threshold measurement was on the higher side (3.5 v @ 1.0ms). Further testing was performed which determined that a conductor fracture was observed. Subsequently, a lead revision procedure was performed, and this lead was surgically abandoned (capped), and a new rv lead was implanted. No additional adverse patient effects were reported. It was noted that post implant procedure the patient was stable, and testing showed that the parameters of the new lead were within range. This lead remains implanted; however, it was taken out of service.

Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was seen in clinic for a routine follow-up visit. It was observed that a sudden increase in the impedance measurement was observed and was greater than 3000 ohms. Additionally, the threshold measurement was on the higher side (3.5 v @ 1.0ms). Further testing was performed which determined that a conductor fracture was observed. Subsequently, a lead revision procedure was performed, and this lead was surgically abandoned (capped), and a new rv lead was implanted. No additional adverse patient effects were reported. It was noted that post implant procedure the patient was stable, and testing showed that the parameters of the new lead were within range. This lead remains implanted; however, it was taken out of service.